Event description:
Clip aplr mltpl endoscpc rotng el5ml a53864 2 of 3 of the same brand clip appliers did not completely close while the provider was attempting to the clips use during surgery. The surgeon stated "#2 and #3 persistently did not clip down the clips. No torquing was done and both failed." Two malfunctioning clip appliers were already thrown away. Lot number for these clip appliers was a9d56k, product manufactured by ethicon. Materials notified and central sterile storage checked for product on the shelf with same lot number. One item removed that has the same lot number as the two that malfunctioned. Ethicon rep contacted about the malfunctioning clip appliers. Reference report: mw5144533.